Event description:
Pt had bilateral tissue expander breast implants completed at the time of bilateral mastectomy. The patient returned to the clinic with pain. Upon exam, it was discovered that the patient had an infection at the surgical site. Despite broad spectrum antibiotics, the pt required surgery for explantation. In each implant pocket, 400-500cc of purulent material was found. The material was cultured and mycobacterium fortuitum was found. This is a bacteria that had not been reported in the hospital's plastic surgery group in the past. The patient continues to be seen by plastic surgery.